Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during vitrectomy surgery, an ophthalmic probe had electrocoagulation heads falls off. The procedure was completed on the same day after replacing the product. The patient impact has not been provided.

Manufacturer narrative:
Correction information received in the section of b.2 and h.11. The initial decision to report was incorrect resulting in the initial report being submitted in error. This event (device damaged) is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. No further reports will be submitted under mfg report num: 3003398873-2025-00310. The manufacturer internal reference number is: (B)(4).